Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence patient reported that they were in a lot of pain on their right side. And (B)(6) 2018, patient reported that they had a kidney infection and was taking antibiotic for it. Patient also reported that they were still having a larger voided volume using catheter. No further complications were noted or anticipated.